Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to fluid loss the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. The onset of the fluid loss was 2 weeks ahead of surgery and it is unknown what component had the fluid loss. The patient outcome for this surgery was that the patient got well.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. The onset of the fluid loss was 2 weeks ahead of surgery and it is unknown what component had the fluid loss. The patient outcome for this surgery was that the patient got well.